Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer's wife reported customer received a high glucose reading (164 mg/dl) from their freestyle lite meter and delayed on his insulin treatment. Customer's wife reported, customer experienced symptoms of shakiness and confusion. Paramedics were called and obtained a glucose reading of 64 mg/dl from their hcp meter and treated customer with unknown medication intravenously. Customer was then taken to medical center where he was being diagnosed with severe hypoglycemia and treated with an unknown shots and IV solution. There was no report of death or permanent impairment associated with this case.